Manufacturer narrative:
(B)(6). (B)(4). Neither device nor applicable imaging studies returned to manufacturer for evaluation.

Event description:
It was reported that on (B)(6) 2007: the patient underwent MRI of the lumbar spine in neutral position. Impression: multilevel disc degeneration and spondylosis, loss of the normal lumbar lordosis suggesting spasm, l2-3 left foraminal disc herniation, l3-4 and l4-5 annular bulge, l5-s1 posterior central disc herniation. (B)(6) 2007: the patient was presented with pre-operative diagnosis of low back pain, right lower extremity pain, degenerative disk herniation l5-s1, degenerative facet arthritis l5-s1 the patient underwent l5-s1 decompressive laminectomy for spinal stenosis, l3-5 lateral recess decompressions for spinal stenosis, l5-s1 lateral recess decompressions for spinal stenosis, l5-s1 foraminotomy for spinal stenosis, l5 pars interarticularis osteotomy, right side, l5-s1 facetectomy, right side, posterior instrumentation, l5-s1 pedicle screw system, l5-s1 posterolateral transverse process fusion with local bone graft, isotin tricalcium phosphate , isotin connexus demineralized bone putty and isotis total bone matrix, l5-s1 complete discectomy, l5-s1 transforaminal lumbar interbody fusion with local bone graft and rh-bmp2/acs, insertion of interbody fusion cage peek 10 mm tlip cage l5-s1, interpretation of intraoperative radiographs, intraoperative neurologic monitoring, interpretation of intraoperative neurologic monitoring, harvesting of local bone graft from the posterior elements of l5 and s1. Preop notes: there was a large osteophyte on the left side disk space which was removed in order to allow placement of the cage. The 10mm peek interbody fusion cage was selected. After the disk space was template to 10mm, the cage was filled with rh-bmp2/acs. The anterior portion of the cage was filled with local bone graft which had been harvest from the posterior elements of l5 and s1, and morcellized after all soft tissue was removed. The cage was then gently tapped into position, and centralized and the distraction was removed from the contralateral side. A rod was then placed on the right side, placed in the saddle. Set screws were screwed into position and torqued. Final radiographs were taken. The pedicle screws as well as the rod were all in good position. The dura and the nerve roots were all intact and intraoperative neurologic monitoring was normal. (B)(6) 2008: the patient underwent MRI of the left knee. Impression: low grade partial tear of medial collateral ligament, 2cm avoid benign-appearing lesion in the distal femur consistent with a non-ossifying fibroma, productive changes are seen in the medial comp artment, 3cm medial popliteal cyst. The patient underwent MRI of thoracic spine, impression: increase in the usual thoracic kyphosis of the thoracic spine, focal central disc herniation at t7-t8. The patient underwent MRI of right knee. Impression: productive changes seen in the medial and lateral compartment, supro particular effusion. The patient underwent MRI of thoracic spine. Impression: increase in the usual thoracic kyphosis of the thoracic spine, focal central disc herniation at t7-t8. (B)(6) 2008: the patient presented with chief complaint of left leg and back pain. (B)(6) 2008: the patient presented with low back, hip, leg, knee pain and numbness. (B)(6) 2008: the patient underwent bilateral l2-l3 and bilateral l4-l5 transforaminal epidural steroid injections. The patient presented with back, knee, right leg and hip pain. (B)(6) 2008: the patient presented with back pain and underwent epidural steroid injection. (B)(6) 2008: the patient underwent lumbar transforaminal epidural injection, bilateral l2-5, injection of contrast for documentation of needle tip position, multiplanar fluoroscopy with neuropathy. Impression: lumbar ddd with lumbar radiculopathy. Impression: partial anesthetic phase relief repeat epidural corticosteroid injections may be indicated for persistent or recurrent pain at the discretion of -he treating physician. Facet joint injection above the fusion may be helpful if patient does not experience a good corticosteroid phase benefit from the injection, the patient was instructed to complete a 14 day pan diary to more completely evaluate their response to today's procedure. A prescription for postoperative analgesic medication was provided if indicated , the patient was clearly and completely educated in basic procedure and limitations to follow for the next 24-72 hours. (B)(6) 2008: the patient underwent MRI of the lumbar spine. Impression: status post l5-s1 interbody fusion and posterior decompression and fusion with pedicle screws from l5 and s1 with no compression, disc space narrowing and disc dislocation and concentric bulging of the disc and another tears involving the l2-l3, l3-l4 and l4-l5 levels without evidence of lumbar disc herniation, facet arthropathy involving the lower lumbar spine without evidence of foraminal stenosis. (B)(6) 2008: the patient underwent bilateral l3-l5 and l4-l5 intra-articular facet injection with local anesthetic and cortiocosteroi d. Impression: query lumbar zygapophysial joint pain at level above the l5-s1 instrumented fusion with decompression. Positive diagnostic anesthetic phase response. (B)(6) 2008: the patient underwent lumbar discography. Impression: advanced degenerative disc disease l2/3, l3/4, l4/5 apparent concordant discogenic pain arising from the l4j/5 segment. Interpretation of these results must taken into account the patient's extreme sensitization to all painful stimuli. (B)(6) 2008: the patient underwent CT of lumbar spine. Impression: multilevel annular tears.